Event description:
It was reported that the patient underwent revision surgery following a diagnosis of altr. The following measurements were recorded at 18 months since index surgery: cobalt - 3.8; chromium - 1; fluid cobalt - 220; fluid chromium - 48; esr - 2; crp - 0.1. The patient was noted to be symptomatic: started after 1 year. Corrosion was observed on the mdm component. Infection was not diagnosed.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding revision involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall.

Event description:
It was reported that the patient underwent revision surgery following a diagnosis of altr. The following measurements were recorded at 18 months since index surgery: cobalt - 3.8; chromium - 1; fluid cobalt - 220; fluid chromium - 48; esr - 2; crp - 0.1. The patient was noted to be symptomatic: started after 1 year. Corrosion was observed on the mdm component. Infection was not diagnosed.